Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump's total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no defects found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that on (B)(6) 2011, the patient's blood glucose (bg) increased to 30 mmol/l with lethargy and thirst. The family member reportedly treated the patient with several boluses from the pump and then switched to injections (x1). The patient's bg returned to normal that night. There were no contributing exogenous factors for elevated bg. The patient was reportedly swimming on (B)(6) 2011. She went to activate the pump for bolus delivery; the family member reportedly pressed the ok button, however a response was not evoked. The family member reportedly waited 20-30 minutes and then ok button worked and the screen appeared. (B)(4) reviewed the rubber key pad with the patient; no cracks, wearing, peeling, or tearing appear on the keypad. (B)(4) reviewed the alarm history, total daily dose, basal and bolus programs. The alarm history showed that on (B)(6) 2011 the pump emitted a low cartridge alarm. The patient's sites were reportedly changed on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 with no evidence of bent cannulas or moist sites. The family member confirmed that there was no air in cartridges or tubing with any changes. Prime volumes were 4.6, 15.9, 3.4, 11.6, and 5.8 units on differing dates; the family member confirmed that she did not manually prime the tubing. The pump history confirmed that no boluses were interrupted on (B)(6) 2011. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.